Event description:
The user experienced analyzer alarms and erroneous patient results. Of the data provided, the free t4 result for one patient sample was discrepant. The initial result was 4.88 ng/dl, repeat testing gave "no value" three times, and then generated a result of 1.14 ng/dl. No results were reported and no patients were affected. The free t4 reagent lot number was 15567401. The field service representative determined tube 465 was cracked and replaced it. He verified the analyzer operation by running a diagnostic check and performance tests with okay results. The user ran controls with okay results.